Manufacturer narrative:
Citation: sideris, s. Md. Et al. Outcomes of same day pacemaker implantation after tavi. Pacing clin electrophysiol (2016) jul;39(7) :690-5; doi: 10.1111/pace.12871. Earliest date of e-publish/publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information, it cannot be determined whether this event has been previously reported. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature review regarding outcomes of same day permanent pacemaker implant after a transcatheter aortic valve replacement. All data were collected from a single center between 2009 and 2015. The study population included 188 patients, which were implanted with a corevalve. Serial numbers were not provided. The study population was predominantly male; mean age 79 years. Among all patients adverse events included: bradycardia, left bundle branch block (lbbb), first, second or third degree heart block treated with a permanent pacemaker implant. No additional adverse patient effects or product performance issues were reported.